Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the centrifugal control module did not power up as expected. An alternate device was employed. The user reported that the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.